Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the splenic vein during a laparoscopic splenectomy, the stapler was able to fire and there were no visible abnormalities of the staple line but there was a bleeding coming from the cut line following the firing. The doctor used 4x4 pressures to stop the bleeding and was controlled after only 25cc of lost blood and was addressed with clips. There was no patient injury.